Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the rep stated the patient is alleging that their ins is turning off on its on every day. The patient stated the ins will be on and then shut off. The patient will need to turn the ins back on and it will stay on for hours and then turn off. The patient stated this happens every day. The rep stated the patient is using adaptive stimulation (as) and the issue is not positionally related. The patient could not confirm what she sees on her patient programmer (pp) when the issue occurs (could not verify on/off status on the pp). The patient stated nothing promoted this and there was no programming done immediately prior to when this started. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that there was no specific cause of the ins turning off. They stated that the patient is going to write down when and where the stimulation turns off, and also take pictures of the programmer screen. No further complications were reported or anticipated.